Event description:
It is reported that during surgery in 2007, the threads at the tip of the device broke off into the already implanted cup, and was not able to be retrieved. The surgeon decided to leave it in the threaded hole and "shave off" the "boss" or "nipple" off of the liner, so it would be able to seat into the cup, which it did.

Manufacturer narrative:
Eval summary: analysis shows the device to be conforming and subjected to regular use. The exact cause cannot be definitively determined. Eval results/conclusion: as returned, the position of the cup positioner bolt that extends past the cap is fractured off. Device history records indicate device MFR to specification. The hardness of the bolt and scanning electron microscopy analysis and energy dispersive spectroscopy analysis of the fracture could not be conducted without destructive measures due to the constraint and size of the instrument.